Event description:
Philips received a complaint on the v60 indicating that the inverter board had a component that melted and failed. There was no patient involvement at the time the issue was discovered. While troubleshooting the device, the biomedical engineer (bme) found that the backlight inverter printed circuit board assembly (pcba) had a component that melted and failed. The bme ultimately ordered the replacement user interface (ui) assembly for repair, and upon receiving the new part, the bme performed the replacement and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.